Event description:
The sensor medics customer reported that the 3100a ventilator did not meet a performance specification. While doing routine maintenance, warning indicators came on as soon as power was applied to the unit. There was no patient involvement.